Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and had issue with insulin pump. The customer's also had blood glucose level of 511 mg/dl and treated it with bolus. It was reported that customer was using insulin pump system within 48 hours of reported event. Based on customer report's customer does not allege the insulin pump was under delivering insulin. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The insulin pump will not be returned for analysis.